Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Event description:
Additional information indicates that surgical intervention was undertaken on 16 february 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.